Manufacturer narrative:
Correction information was provided in h.6 (on initial MDR the product the evaluation code should have been b22 instead of b14, and b17 instead of b20). Additional information has been provided in d.3.,e.1.,h.3. And h.11. Associated products were not provided. It is unknown if qualified associated products were used. Not enough information was provided for further investigation. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that patient came to hospital due to suffering from senile cataracts in both eyes. Relevant preoperative examinations were completed, and the patient had a requirement for far, medium, and close range vision. Based on the examination report, a trifocal intraocular lens (iol) could be selected. Patient underwent the surgery went smoothly in the right eye. During the surgery, was implanted, and the patient safely returned to the ward for rest after the surgery. On the first day after surgery, the patient's far, middle, and near visual acuity in the right eye were 0.8/0.8/0.8 respectively, and the patient expressed satisfaction with the postoperative visual acuity. The doctor found several scratches in the center of the iol. After communicating with the patient and her family, the artificial lens can be replaced. However, surgery carries certain risks, and re surgery may not necessarily result in the implantation of a trifocal iol. The patient was concerned that scratches on the artificial lens may affect long-term vision and expressed concerns about the surgical risks and inability to implant a trifocal artificial lens during another surgery, indicating significant psychological pressure. After consultation with the patient and her family, the artificial lens will not be replaced temporarily, and the patient is advised to follow up regularly. No harm was caused to the patient's vision and physical health, but serious psychological harm was caused.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).